Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H6: updated. H3: two samples were received for evaluation. Samples were visually and functionally tested and it was not possible to detect any issue which could cause the leaking failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff developed a rehearsal during use in patient. There was patient involvement, and no patient harm/adverse event reported.